Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprostheses using a gore introducer sheath with silicone pinch valve (ts2430/7652395) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured. The patient was implanted with a stent graft (manufacturer unknown) to repair the injury. The patient tolerated the procedure. Additional follow-up studies revealed no adverse events, and the aneurysm diameter remained unchanged. No further information is available.